Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that this device has been serviced three times prior to this event. The device has been previously sent into service for the reported condition of "damaged battery." Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "damaged battery" was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.